Event description:
Litigation alleges patient experienced pain due to asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient experienced pain due to asr hip implant. Update: 7/2/12 - the sales rep has reported the revision surgery for the left side. Patient was revised to address elevated metal ion levels. Update 11/05/2012 - clinical report states the patient was revised due to metallosis. Update: 11/12/2012 plaintiff fact sheet received with part/lot information for the left side. No new information received that would change the investigational results. Update: 1/15/2014 - sales rep reported revision surgery for the right hip. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. Update rec'd: 4/9/2014 - clinical report with sticker sheet received for right hip revision. Doi/dor updated for right hip, dor updated for left hip. There is no new additional information that would affect the investigation. This complaint was updated on: 05/08/2014.

Event description:
Litigation alleges patient experienced pain due to asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.